Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited right atrial (ra) intermittent undersensing. Technical services (ts) provided a review of the report, discussed this appeared to have occurred multiple times in the past. It was also noted that this patient has a history of ra undersensing. Technical services (ts) possible troubleshooting options such as lowering the automatic gain control to make it more sensitive. This crt-d remains in service. The ra lead is non boston scientific. No adverse patient effects were reported. Additional information was received, a review of the presenting electrogram (egm) for the patient with this crt-d was requested. Ts noted atrial undersensing and farfield signals from the ventricle in the atrial channel where noted which is not being sensed or marked by the device. Ts recommended increasing atrial sensitivity and consider extending atrial blanking period to avoid farfield oversensing of ventricular signals in the atrial channel. The health care professional (hcp) updated the atrial blanking period and lowered the automatic gain control (agc), additionally turned on bi ventricular trigger in atrial tachy response (atr). This crt-d remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited right atrial (ra) intermittent undersensing. Technical services (ts) provided a review of the report, discussed this appeared to have occurred multiple times in the past. It was also noted that this patient has a history of ra undersensing. Technical services (ts) possible troubleshooting options such as lowering the automatic gain control to make it more sensitive. This crt-d remains in service. The ra lead is non boston scientific. No adverse patient effects were reported.